Manufacturer narrative:
Device was returned. A review of the device history records indicated that this pump performed per manufacturing specifications. This pump met all testing requirements during the manufacturing process. Upon completion of the investigation a followup report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the visual examination of the exterior surfaces of this pump did not reveal any anomalies including metallurgic defects on the metal surfaces. The center septum revealed several penetration marks throughout. There is no evidence of cuts or damage on the silicone surface. The catheter had been cut approximately 1 inch from the strain relief. The catheter was not tied or clamped at the distal end when received. Visual evaluation of the distal end of the catheter revealed a clean and open flow path. The bolus pathway could be flushed on the first attempt with no resistance indicating that the flow path is patent and anomaly free. The bolus pathway, and attached catheter could be flushed with no resistance. Clear fluid with a few small white particles was collected. The pump was emptied; approximately 0.4mls of clear particle free fluid was collected from the reservoir. There was no evidence of leakage when flushing and pressurizing the bolus pathway and catheter, leaks were not found. Leakage was also not found when filling the pump with fluid, this pump appears to be leak tight. The pump was filled with 30mls of bacteriostatic water and placed in a 37 celsius water bath for flow testing. This pump did not flow; the water bath temperature was increased to 60 celsius. Flow was restored. This pump flowed an average of 1.16mls/day, 116% of the manufactured follow rate of 1.0 mls/day. This flow rate is slightly higher than the specification (85.1% to 114.9%) of the manufactured flow rate. However, this does not constitute high flow and/or over dose. The reported ¿accidental dosage¿ could not be reproduced in the laboratory. This pump did not empty the entire contents in a short period of time or flow very fast. The difficulties encountered in the clinical setting during reservoir refill could not be verified. A review of the device history records indicated that this pump met all testing requirements during manufacturing processes. No further action is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
It was reported that the patient had a model 3000 implanted since around 2003. About two weeks ago, patient had a refill and reported that the doctor said she had a spinal. During the refill, the doctor removed the previous drug from the pump and began refilling. During the procedure the doctor said she had an accidental bolus. It was reported that she stopped breathing during the refill. The doctor was able to get her breathing resumed. The pump was not refilled after this. It was communicated to the doctor that the pump should be not refilled and should be explanted. Pump, whatever was inside the pump came out, then refilled. Dr said she had a spinal (accidental bolus). Dr. Said she crashed, stopped breathing during refill. Revived her got her breathing again, did not refill the pump after. Left it empty.